Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a syncopal episode, coded and is deceased. It was noted that the physician was concerned that the cardiac resynchronization therapy defibrillator (crt-d) was not functioning appropriately.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.